Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After placing a guide catheter, a 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, stent failed to advance in the guide catheter and was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Distal stent struts were distorted, lifted from the stent profile and pushed back proximally on the balloon. The most proximal stent strut row was also damaged. Crimp stent markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured using snap gauge and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a shaft polymer extrusion kink 6cm distal to the port exchange site. The bi-component bond showed no signs of damage or strain. An attempt was made to pass through a 0.014'' guidewire through the device however this failed due to evident inflation medium inside the inner shaft polymer extrusion lumen, the device was then soaked in a waterbath at 37 degrees celsius for 24hrs. The guidewire was then passed through the tip and exited through the port exchange site with no issue. Indicating no issue with or blockages within the inner lumen which could have contributed to the complaint incident. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After placing a guide catheter, a 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, stent failed to advance in the guide catheter and was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.